Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: since, an investigation could not be performed bd was unable to determine a possible root cause. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a large crack was found in the extension between the plastic wings and the connector on a scalp bd¿ asepto catheter during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "device for intravenous infusion nº25, with a large crack in the extension between the plastic wings and the connector."